Event description:
It was reported to medtronic minimed that the customer stated that the pump is not turning on, and tried several batteries, but still blank display. The customer also noticed that the batteries tried were hot when removed from the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the overheating, but later it was declined. Troubleshooting was performed for the blank display, and the serialized device will be replaced. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08740 inches. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was monitored and no unexpected heating up or hot to the touch was noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor and no obvious burned components or heat-related damage was noted. No excessive or unusual power/battery-related alarms were noted in the history files. The pump was cut open for visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad. The complaint of blank display is not confirmed. The complaint of device heating up is not confirmed. For additional information regarding the tests performed, refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.